Event description:
Due to the failure, the patient fell and was taken to the hospital. Possibly the blockage of the prosthesis caused the accident, probably by the 2r19 tube adapter. This adapter was replaced in february this year. According to phone call between user and employee of ob poland on (B)(6) 2023, the following was reported back: "patient fell on the stairs, broke his ribs, one rib pierced the lung". Further information after phone call on 07/26/2023: when going down the stairs in the patient's home, the knee joint blocked after the 2-3 step. The patient lost control over the prosthesis and fell down the stairs. According to the patient's information, a multiple rib fracture with damage to the lungs was diagnosed at the hospital on (B)(6) 2023. The patient has been discharged from the hospital today and is staying at home.